Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Technical support was contacted and lead insulation damage was suspected. Technical support recommended lead replacement to resolve the event. During the revision procedure lead insulation damage was observed. The rv lead was capped and a new rv lead was placed to resolve the event. It is also known that during the original implant in 2013 there was a vein puncture resulting in the vein being blocked on the right sides therefore, the replacement rv lead was implanted on the left side. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.